Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "delayed keypad response" was confirmed and reproduced during evaluation caused by a failing processor pcb. The processor pcb was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During the evaluation of a returned spectrum infusion pump, baxter experienced a delayed keypad response. Any patient involvement or medical intervention is unknown since this was found during evaluation of the device. No additional information is available.